Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated a polarity switch. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high and undefined unipolar lead impedance causing a polarity switch was observed on the right ventricular (rv) lead. Elevated thresholds were also identified and noise was found when interrogating the device. Lead fracture was confirmed. The rv lead was no longer in use. No patient complications have been reported as a result of this event.